Event description:
Per the clinic, patient underwent surgery on (B)(6) 2012, to excise infected tissue around the implant site. However, the issue could not be resolved, and the device was explanted due to continued infection and wound dehiscence. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).